Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor glucose versus blood glucose. Customer calibrated every 15 minutes and received a threshold alert. The sensor glucose was 50 and blood glucose was 118mg/dl. During troubleshooting sensor glucose and blood glucose continued being off. Advised the customer the sensor would be to be replaced. The blood glucose was 118mg/dl. Nothing further reported.